Manufacturer narrative:
This report is being submitted to correct the h6 coding in a previously submitted MDR. The problem code a01 (patient device interaction problem) referenced in the initial MDR was determined to be not applicable to the event and has been removed.

Event description:
An impella cp was inserted via right femoral arterial access in an 80-year-old male patient who presented with acute myocardial infarction and cardiogenic shock. The patient¿s medical history was significant for known coronary artery disease, renal insufficiency requiring dialysis, and critical illness. The patient was classified as scai stage d and was receiving vasopressors and inotropic support. During support, the patient experienced pump-related concerns associated with device positioning and placement signal issues. The reported patient experiences included device repositioning, device revision or replacement, anemia, hemolysis, and blood transfusion. These events were reported in the context of difficulty with positioning or maintaining optimal device placement. Based on review of the available information, the reported patient experiences were attributed to patient-specific factors and comorbidities, including underlying cardiogenic shock, renal disease, and overall critical condition, which are known to contribute to hemolysis and anemia. Review did not identify evidence suggesting a causal relationship between the impella cp device and the reported patient experiences. The end user was aware of and instructed to troubleshoot and reposition the device in accordance with the instructions for use. The patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Anemia: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the position issue could not be determined without the returned product for investigation and sufficient clinical details. Unable to place or position: the cause of the issue could not be determined without the returned product for investigation and sufficient clinical details. Placement signal issue: the cause of the issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
Additional information has been provided upon request: "the pump is no longer available. The patient had a very small ventricle and positioning was precarious."